Event description:
The patient reported a decrease in performance. In june 2005, while wearing the sound processor, the patient reportedly had no sound percept. The patient was seen for evaluation. External equipment was exchanged. However, the problem was not resolved. The patient was seen for device evaluation. Testing performed confirmed that the device was no longer functioning. The patient's c1 device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.